Event description:
The customer received a blood glucose reading of 160 mg/dl. She went to the hosp because she was not feeling well, and her blood sugar was tested at 360 mg/dl. The customer spent 3 days in the hosp. The customer did not want to further troubleshoot the meter. The meter and strips are to be returned for evaluation, and a replacement meter and strips will be sent.